Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic conization, the device¿s needle and thread broke while being used to stop bleeding. The suture broke from suture-needle joining point. They had to finished operation with needle in patient. All of the pieces were located. The surgical time was extended 30 minutes due to the device issue. The incision was extended more than 1 inch. The patient status is alive. But needle stays still inside the patient. Surgeon had suggested a hysterectomy but patient said no.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.